Manufacturer narrative:
Returned product consisted of a solent omni catheter system without the bag spike. There was blood inside the device. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that aspiration was lost during use. An angiojet solent omni catheter was selected for a thrombectomy procedure in a lower limb vein. The catheter was successfully primed and then inserted into the patient. During use, saline was noted to be inside the pump, the console stopped, and aspiration was lost. Another of the same device was used to complete the procedure. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that aspiration was lost during use. An angiojet solent omni catheter was selected for a thrombectomy procedure in a lower limb vein. The catheter was successfully primed and then inserted into the patient. During use, saline was noted to be inside the pump, the console stopped, and aspiration was lost. Another of the same device was used to complete the procedure. There were no patient complications and the patient status was stable.